Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys hiv combi pt assay on the cobas e411 rack analyzer. On (B)(6) 2022, the sample was tested with the hiv combi pt assay and generated a reactive result of 1.58 coi. On (B)(6) 2022, the same sample was re-tested with the same assay and generated a non-reactive result of 0.467 coi.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the specified ranges. Initially reactive results are a known phenomenon for this assay, as stated in the method sheet, which recommends re-determination in duplicate for such results. No additional patient sample material was available for further investigation. A definitive root cause for the reported event could not be determined based on the available information.